Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure during storage. The complaint can be confirmed for sheath broken/fractured. Sheath was found broken in a manner which is consistent with embrittlement due to ultraviolet (uv) or light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The product in this complaint was manufactured prior to the implementation of the corrective action.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. On (B)(6) 2025, at approximately 5:00 a.m., the doctor performed an endovascular thrombectomy procedure. After completing the procedure, hemostasis of the artery was attempted using a vascular closure device. Upon opening the angio-seal 8 french and assembling the insertion sheath and locator, it was observed that the distal end of the insertion sheath was abnormally cracked. The physician subsequently opened a new angio-seal device and successfully achieved hemostasis. No blood loss was reported.